Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg, on (B)(6) 2011. It was reported feeling a burning, soreness and warmth at this ipg pocket. The pt is three-weeks postoperative. Examination of his scs system confirmed there were no signs of infection; however, the pt has developed a neuroma over the ipg pocket. The pt will undergo some additional testing and is working closely with his physician to determine the next course of action.